Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon had booked the patient for an arthroscopy of his right total knee replacement. Patient had presented with on going pain and with some stability issues. Under arthroscopy the medial side of the poly in situ, appeared smooth and the surgeon was very happy with the poly performance. On the lateral side the poly was visibly different to the medial compartment. It appeared much rougher, with a slight change in coloration. On a small section very posteriorly on the lateral compartment appeared slightly raised, when the surgeon explored this ever so slightly with his arthroscopic tool, a small piece approximately 1 centimeter in diameter and 5 - 6 millimeters thick dislodged from the poly.

Manufacturer narrative:
An event regarding fracture involving a triathlon insert was reported. The event was confirmed by material analysis and medical review. Method & results: -device evaluation and results: the report concluded: burnishing, scratching, delamination and third-body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. The posterior end of the lateral condyle of the insert contacted a high concentration of delamination, consistent with edge loading from the femoral component. Damage consistent with the explantation process was observed on the distal and anterior surfaces of the insert. Wear impression markings due to contact with the baseplate was observed on the distal surface of the insert. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: medical review of the x-rays provided concluded that a higher than normal posterior tibial slope of 8° together with quite likely a low normal initial tibial bearing thickness of 9-mm have in concert contributed to flexion instability of the knee allowing the femoral component to rollback over the tibia in flexion more than normal causing a fatigue fracture due to persistent riding of the femoral component over the unsupported posterior and lateral bearing section. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: material analysis has confirmed that the posterior end of the lateral condyle of the insert fractured which is consistent with edge loading from the femoral component. Medical review concluded that baseplate malposition and low normal initial bearing thickness has contributed to flexion instability causing posterior overload on the insert. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon had booked the patient for an arthroscopy of his right total knee replacement. Patient had presented with on going pain and with some stability issues. Under arthroscopy the medial side of the poly in situ, appeared smooth and the surgeon was very happy with the poly performance. On the lateral side the poly was visibly different to the medial compartment. It appeared much rougher, with a slight change in coloration. On a small section very posteriorly on the lateral compartment appeared slightly raised, when the surgeon explored this ever so slightly with his arthroscopic tool, a small piece approximately 1 centimeter in diameter and 5 - 6 millimeters thick dislodged from the poly.